Event description:
It was reported that two hours into a da vinci s sacrocolpopexy w/hysterectomy procedure, the system's surgeon side console (ssc) circuit breaker tripped. An isi technical support engineer (tse) attempted to troubleshoot the issue and had the customer reboot the system, however, the ssc did not power back on. The planned surgical procedure was completed using the site's spare system and with an approximate 30 minute delay. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was associated with the primary power supply (pps). The pps is a +115v power supply with a battery backup and contains logic and protection circuits to provide monitoring of under voltage, over voltage, over current, ac line status, over temperature, power supply fan faults, and detection of battery operation. The system was repaired by replacing the affected pps. As of april 30, 2009, there have been no reported recurrences of the issue at this hospital.